Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.

Manufacturer narrative:
Product has been received in anticipation of investigation. Once evaluation is complete a supplemental report will be submitted if applicable.

Event description:
The customer reported that his blood glucose reached 27.7 mmol/l(498.6 mg/dl) after wearing the pod for more than 48 hours. The patient noticed that the cannula had dislodged.